Event description:
It was reported that the patient stated experiencing mechanical issues with an artificial urinary sphincter (aus) for at least two months. The patient indicated needing to push the pump between 20 to 30 times in order to keep the device open long enough to fully empty the bladder. Patient liaison provided assistance in finding a prosthetic urologist. Approximately four months after the aus behavior was noted, the patient underwent a revision surgery in which the cuff was replaced. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated experiencing an artificial urinary sphincter (aus) malfunction since two months prior. The patient stated needing to push the pump between 20 to 30 times in order to keep the device "open" long enough to fully empty the bladder. Patient liaison provided assistance in finding a prosthetic urologist.